Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there was a molding defect of one tube cap. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there was a molding defect of one tube cap. No patient impact reported.

Manufacturer narrative:
H6. Investigation summary: bd received 1 photo from the customer for investigation. Visual analysis of the photo showed a short shot of the hemogard shield. Additionally, 30 retain samples were visually inspected for short shot, and none failed. Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacture. This complaint has been confirmed for short shot. Bd was unable to identify a root cause for indicated failure mode. The hemogard molding plate and tips were thoroughly cleaned and inspected to eliminate any potential foreign matter from the system.